Event description:
Customer alleged while head was at its highest position during maintenance, the head hilo motor just dropped down and broke the shaft end connection. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model iharro, serial number/date code (B)(4). It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumers' medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Maintenance had elevated he bed to the highest point when the hi-lo motor dropped down breaking the shaft end connection. The bed was unoccupied at the time of the incident.